Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to a corroded motor home switch. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. No other error alarms were noted in the alarm history screen. The pump also had a protruded/loose drive support disk.

Event description:
It was reported that the insulin pump alarmed motor error during a rewind attempt. The blood glucose reading was 85 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.